Event description:
This spontaneous report was received from a us physician and concerns a female patient. She was injected with radiesse(+) into the nasolabial folds. Batch number was reported as a00097580 (expiry date: 01/2025). The batch record review was received and the lot number for radiesse (+) was confirmed as a00097580 (expiry date: 01/2025). A lot search in the global safety database was conducted. The patient was fine, there was no discomfort, discoloration or signs of vascular occlusion. Immediately after the injection, the patient was reported as fine, showing no discomfort, discoloration, or signs of a vascular occlusion. Thirty six hours after the radiesse(+) injection, the patient woke up with a vascular occlusion on the left side of her face underneath her nose. There was no awareness of any other treatments or exercise that she did after the injection, before vascular occlusion. When she came back in, the physician flooded the area with hyaluronidase, steroids and put her on cialis. The outcome of the event was unknown. Follow-up information was received on 14-aug-2024: the patient was injected with a total of 0.8 ml of radiesse (+) into the left nasolabial fold, on (B)(6) 2024. The patient had no previous aesthetic treatments, relevant medical history or concomitant medications. On (B)(6) 2024, 2 days after the radiesse (+) injection, the patient experienced the event, as reported, vascular occlusion manifested about 36 hours following the injection. Laboratory tests were not performed. Corrective treatment included systemic steroids, injection of hyaluronidase and sterile water, clalis 10 mg daily for 10 days, and hyperbaric oxygen. The outcome of the event was reported as resolving (changed from unknown). In the opinion of the reporter, treatment was necessary to prevent permanent damage, the event was related to radiesse (+) and unknown if permanent. It caused vascular occlusion and extensive skin breakdown in left nasolabial area, involving left side of the nose and lip.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of required intervention to prevent permanent damage. The device history record for radiesse(+), lot number a00097580, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformance reports, corrective/preventive actions related to this lot.